Event description:
It was reported that after the distal end is locked, the proximal end attempts to suck, but it failed to form a closed system, which will cause drug leakage. The device was not used on a patient. It was reported this occurred with five devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that air was pulled through the line was confirmed and the damage appeared to be supplier related. Three 22g safestep infusion sets were returned for investigation. The safety mechanism was engaged on each sample. The clamp between each needle hub and y-injection site was closed. A functional test revealed that air would enter the infusion set through the y-site when a negative pressure was applied to two of the three infusion sets. No continuous leak of fluid was observed in any part of the returned samples when the infusion set was pressurized with water. Each valve was cut open and each valve stem was removed. A microscopic examination revealed pitting in the sealing surface of the two affected valve stems. The damage to the sealing surface of the valve stem was located in areas that were inaccessible to the user. The pitted areas of the valve stem most likely allowed air to bypass the sealing surface of the valve stem during aspiration. The sample that did not allow air to aspirate through the valve exhibited a smooth sealing surface on the valve stem. This report addresses the second of the two confirmed samples. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0024 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported that after the distal end is locked, the proximal end attempts to suck, but it failed to form a closed system, which will cause drug leakage. The device was not used on a patient. It was reported this occurred with five devices. This report addresses the second device.